Event description:
It was reported the patient y sought medical assistance at the emergency room for dehydration on (B)(6) 2026. No changes to the patient's blood glucose levels were reported. The pod had been worn for over 48 hours. No other symptoms were reported. The patient was treated with intravenous fluids for dehydration. It was previously reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and was discharged on (B)(6) 2026. There were no further details provided pertaining to the medical event for dehydration, as the patient was unresponsive to requests.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.